Manufacturer narrative:
(B)(4). Batch # r5774k. Device analysis: the analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. No functional test was performed due to the condition of the device. If a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. Event could not be confirmed as the device opened and closed without any difficulties noted. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, was unable to close the jaws while on the back table with a blue reload. It was unconfirmed if the reload was in the device when the customer attempted to close the jaws. The device was not used on the patient. Procedure was completed with a psee45a and a blue gst reload. There were no patient consequences reported.